Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on december 16, 2008, that a corflo cubby bolus feeding set was used during a placement procedure. According to the complainant, the bolus feeding tube was not able to provide nourishment. The physician indicated that the port appeared narrow. Procedure completed with another of the same corflo cubby bolus feeding set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant did not indicate if this was the first time the unit was used. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.